Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic due to high sensing integrity counter (sic) on the implantable pulse generator (ipg). Pocket manipulation/isometric was negative for noise and all measured parameters were within normal limit. It was noted the patient is a ham radio operator and the wattage of the radio is greater than 100 watts. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.